Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is no image and foggy with the device due to fluid invasion inside the control body and scope connector. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error code e315 (non-compatible endoscope) appeared on the bronchovideoscope during the pre-procedure setup. There was no patient involvement, as the issue occurred before the patient entered the room.